Event description:
During coil embolization, the physician using a prowler plus microcatheter (mc) with tru push coil pusher placed 9 coils without difficulty. When inserting the 10th coil, he had great difficulty advancing at the half way point of the mc, but was finally able to advance and deploy the coil. When removing the pusher, a strand of material came back through the hub with the mc. They suspected to be material as ptfe. After removing the coil pusher, an agility wire was placed in the catheter to maintain position and the mc was removed and replaced with a new mc. When advancing the new mc, it became stuck on the guidewire and could not be advanced any further. The guidewire and mc were removed as one unit. There was no report of patient injury.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. This is one of two products used on the same patient. MFR report #1058196-2005-002973.